Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was sitting next to his bed, while in the clinic, when he fainted. The patient's nurse was able to protect him from falling and injuring himself. A check of the patient's controller revealed that the screen was blank and that no alarm had been heard. At the time of the event, the patient was connected to ac power and to a battery. The patient's physician disconnected and reconnected the battery with a subsequent controller re-boot. The patient was noted to have been initially dizzy but recovered quickly. A preliminary review of the controller log files confirmed three low flow events during the reported timeframe but were unable to confirm the reported pump stop and power-up event.

Manufacturer narrative:
It was reported a blank display and no alarm was heard. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis could not be performed since log files were not available for analysis. Failure analysis could not be performed as the device was not returned. The reported event could not be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site reported that the controller was not exchanged since they felt it had not malfunctioned.  They further reported that the controller was not damaged.